Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was stuck and received a button alarm. Customer's blood glucose level was 129 mg/dl. Customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.